Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the insyte 22ga x 1.0in experienced catheter splitting/cracking/shearing. The following information was provided by the initial reporter: when puncturing the patient, the catheter bevel opened.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte 22ga x 1.0in experienced catheter splitting/cracking/shearing. The following information was provided by the initial reporter: when puncturing the patient, the catheter bevel opened.